Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the axiem and emitter was not working properly. Emitter detail showed both red and not connected. The axiem box showed "8". They tried disconnecting the emitter, rebooting, and reconnecting the emitter and that resolved the issue. Issue was discovered before surgery. There was no patient present.